Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead had high thresholds with loss of capture. An attempt to reposition the lead was unsuccessful, as a satisfactory position could not be obtained. The lead was abandoned and a new rv lead was successfully implanted on the right side. No adverse patient effects were reported.